Event description:
It was reported, the patient's ((B)(6)) leads have migrated. The occurrence was confirmed via x-ray and resulted in inconsistent and uncomfortable stimulation for the patient. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as tot he relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.